Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily calcified, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the first inflation at 8atm which is below the rbp of 14 atmosphere. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture could not be determined; however the physical resistance appears to be related to the operational context of the procedure.

Event description:
It was reported that during a proximal circumflex stenting procedure in a chronically occluded, heavily calcified lesion, the mini trek met resistance upon advancement and the balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon and a voyager nc 2.5x15 were used to pre-dilatate and then the lesion was successfully stented. There was no adverse patient sequela reported. Although requested, there was no additional information provided.